Event description:
It was reported that there were metal shaving found in the joint during an arthroscopic knee procedure. The area was thoroughly flushed with irrigation, but the surgeon is unable to confirm that all metal shavings were removed. There was no report of patient injury or significant surgical delay with this event.

Manufacturer narrative:
Investigation findings: this product will not be returned to the manufacturer for evaluation. A review of product history showed no other reported events of metal shavings related to this product.